Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment on (B)(6) 2024. No additional information was provided during intake. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy in the early morning of (B)(6) 2024. The patient¿s daughter discovered the patient had expired when arriving to help the patient disconnect from the liberty select cycler. The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data indicated the patient was in the final dwell cycle when it stopped, and no prior alarms were noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest due to patient's advanced age and significant cardiac history. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment on (B)(6) 2024. No additional information was provided during intake. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy in the early morning of (B)(6) 2024. The patient¿s daughter discovered the patient had expired when arriving to help the patient disconnect from the liberty select cycler. The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data indicated the patient was in the final dwell cycle when it stopped, and no prior alarms were noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest due to patient's advanced age and significant cardiac history. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing treatment when the serious adverse events occurred. The pdrn reported the primary cause of death was cardiac arrest, due to her poor cardiac health and advanced age. The serious adverse events were reportedly unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.